Manufacturer narrative:
Investigation included a review of available complaint details and user education or troubleshooting performed remotely. Investigation of this case revealed an undetermined cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear and no device alarm behavior reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with multiple low blood glucose episodes occurring daily and predominantly overnight, and no alerts or alarms reported. Symptoms included low blood glucose events consistent with hypoglycemia. Outcomes included user impact from repeated hypoglycemic episodes without reported medical intervention or hospitalization.